Event description:
On 5th september 2024, rayner received notification from a healthcare facility in the UK of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The device was retained and returned to rayner for evaluation. Product return inspection was completed on 30th september 2024. Preliminary inspection confirmed the event as reported, with the lens stuck in the injector nozzle. The lens was removed from the nozzle, found to be free of damage, and was re-hydrated for 24 hours. The lens was then re-loaded into the injector and a test injection completed. Injection was not successful, resistance was encountered during the injection and the lens became stuck in the nozzle. A dye test was carried out on the nozzle which identified an irregularity in the nozzle coating. The irregularity could be an artefact of the lens becoming trapped in the nozzle; however, may also be a contributory cause of the lens becoming trapped it is not possible to confirm. Our review of production records for the rayone emv rao200e batch 043212924 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 043212924.